Event description:
It was reported that during a wedge resection procedure, the device misfired and staples not forming properly. Another same like device was used to complete the case. There was no reported patient consequence.